Event description:
It is reported that the device was implanted on (B) (6) 2009. The surgeon has been observing the pt in his clinic and believes that the articular surface is loose. Revision surgery is not scheduled at this time.

Manufacturer narrative:
(B) (4): eval summary: no product was returned for eval. X-rays from (B) (6) 2009, (B) (6) 2009 and (B) (6) 2009 were returned for review. The -xray from (B) (6) 2009 does not have any indications disassociation. The x-ray from (B) (6) 2009 has a slight indication of articular surface disassociation based on a small gap posterior between the tibia plate and support post. This gap would be found to be slightly larger on the x-ray from (B) (6) 2009. There was no radiographic evidence in any of the x-rays that would indicate that the stem extension has loosened from the tibia plate. This is based on the gap observed between the shoulder of the stem extension and the tibial plate being consistent with the typical assembly gap between these components. Two torque wrenches that the surgeon uses in his lcck surgeries were also submitted for review. The two 95 in-lbs deflection beam torque wrenches were measured 3 times each on dial torque cage, which was documented to be currently within calibration. A review of the condition of the torque wrenches prior measurement found the wrenches to be in overall good condition. A teleconference was held with the sales rep & sales manager for the surgeon to review the surgical technique that the surgeon utilizes. During the conversation it appears that the surgeon impacts the stem extension 3 times when the surgical technique states only 1. In the technique it warns that more than one impaction may loosen the taper connection. On (B) (6) 2009, a zimmer brand manager will be meeting the surgeon to review the surgical technique and to resolve the issue. Based on the info gathered concerning this technique used by the surgeon and the eval of the torque wrenches, a probable contributor may be user error. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.